Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Lot number is unknown; therefore lot history check and device history record review could not be performed. Investigation conclusion: no root cause can be determined as no samples were received.

Event description:
It was reported that a unspecified bd¿ syringe leaked around the needle threads. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a unspecified bd¿ syringe leaked around the needle threads. There was no report of exposure, serious injury or medical intervention.